Event description:
Pt coughed and the ventilator alarm "post failed" went off. The pt was bagged. The ventilator was shut off and then turned back on and the alarm was reset. "Post failed" still displayed. Ventilator was cleaned and self test ran, but failed peep test several times. Service performed peep system calibration. All systems tests ok to spec.